Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) needed an MRI (pt said MRI was for problems they were having with their speech) and needed to know if their current implant was working, pt said they had their original implant replaced with another non-rechargeable dbs battery on (B)(6) 2022, patient's current device information was not registered. Pt said they worked with a manufacturer representative (rep). Patient said that they turned their dbs off right after they got the new implant in 2022 because they had always had various side effects from the dbs, pt said they thought this was because the healthcare provider (hcp) had put it (dbs system) in the wrong place. Patient said they were never given new external equipment when they got their current implant in 2022 and they still had the patient programmer. Patient tried to check current implant but got the poor communication screen. Pt said today was the first day they checked their current implant and saw poor communication. The issue was not resolved through troubleshooting.